Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. Review of provided patient x-rays confirms the reported implant fracture. Review of device history records and a search of the complaints databases was not possible as the required product and lot code combinations were not provided. It is reported the stem was implanted in 1974. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The stem broke in half.